Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic video-assisted thoracoscopic surgery (vats) lung bleb resection procedure. The stapling device was being used to remove the bleb from the lung tissue. The reload cut the tissue but did not staple. In order to resolve the issue and complete the case, the surgeon sutured the hole thoracoscopically and then placed tisseel (fibrin sealant) on the closure. The patient has been discharged from the hospital.